Event description:
Upon sticking needle into aorta, needle bends allowing aortic tissue to get stuck in needle, blocking the flow.

Manufacturer narrative:
Device not yet received but has been shipped by complainant. Evaluation anticipated upon receiving.